Event description:
The customer reported to olympus the visera video system center experienced no image. The reported issue occurred during preparation of use for a diagnostic intrauterine procedure . The procedure was subsequently completed with a similar device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a damaged video cable connector and a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause was a video cable connector failure and a printed circuit board failure. The cause of the board failure could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.